Event description:
Hcp reported low reservior alarm does not work. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.